Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was running no higher than 20,000 rpm at maximum power. The device was being used in spine surgery. It is known that there was no user or pt injury and that there was no medical intervention. It is unk if delay occurred. There was no add'l info provided.